Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient felt the surgical paddle was too high because despite multiple programming attempts, she could only get stimulation down to her lower calf and didn¿t feel the stimulation into her feet. Only the lower three electrodes were useful for pain management. Impedances were performed and values were normal. It was noted that the patient had a history of neuropathy in the feet and the physician discussed with the patient that in some cases with neuropathy, the stimulation is not felt strongly in damaged nerves. The patient had adequate pain relief, but was concerned about not feeling stimulation in the feet and didn¿t always have (B)(6) or greater symptom reduction. The patient was at level 4-5 pain in the legs even after several programming changes, possibly due to electrode placement. The patient¿s health care provider (hcp) and manufacturer representative concluded the paddle lead was implanted too high and a revision would be needed to relocate the paddle lead. The revision surgery is scheduled for 2014-11-21. Reprogramming after the surgery will be an ongoing occurrence until the stimulation covers all the affected areas. This will be the patient¿s 5th surgery in 3 years.

Event description:
It was reported that the patient had their revision surgery on (B)(6) and their implantable neurostimulator (ins) was turned on again on (B)(6). The repositioning of the paddle electrode was successful. The patient had a follow-up appointment set up for (B)(6) to have more programming done and to turn on adaptive stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).